Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband stated that the customer was taken by paramedics to the hospital after slipping into a diabetic coma. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed and found that the time was programmed in the insulin pump incorrectly. The customer was assisted with setting the insulin pump to the correct time. All of the other programming was correct. Nothing further was reported.